Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially called to report she has been having sensor reading discrepancies. The customer stated she had gotten constant false low readings with the current sensor. Customer stated sensor glucose was 50 mg/dl and her blood glucose was 200 mg/dl. She calibrated at 124 mg/dl during the call but the sensor was showing 78 mg/dl. Later, the sensor was reading 91 mg/dl while blood glucose was 157 mg/dl. During the call, the customer mentioned that she does not feel when her blood glucose goes low. Customer stated her blood glucose would go down to the 40 mg/dl range and she would feel fine. The customer ultimately removed the sensor and found the cannula was bent. She will monitor the new sensor. Troubleshooting for low blood glucose was not performed.